Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a pump. Ran priming in pump at 55.0 units. The infusion sets failed per spec. 1 of 3 infusion sets due to found occluded qr connection septum side. 2 remaining failed infusion set due to p-cap needle occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 118 mg/dl. The customer stated that the alarm occurred during priming. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that the pump did not alarm no delivery with manual prime. The customer was advised to that the pump is working as designed.